Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced abdominal distension ("sever bloating/ gas"), flatulence ("sever bloating/ gas"), pollakiuria ("when I pee I feel a lot of pressure") and asthenia ("still have days with no energy"). The patient was treated with surgery (abdominal hysterectomy leaving both ovaries). Essure was removed. At the time of the report, the medical device removal, abdominal distension, flatulence, pollakiuria and asthenia outcome was unknown. The reporter considered abdominal distension, asthenia, flatulence, medical device removal and pollakiuria to be related to essure. Concerning the injuries were reported in this case, the following ones were described via social media: abdominal distension, flatulence, medical device removal, pollakiuria, asthenia. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced abdominal distension ("sever bloating/gas"), flatulence ("sever bloating/gas"), dysuria ("when I pee I feel a lot of pressure") and asthenia ("still have days with no energy"). The patient was treated with surgery (abdominal hysterectomy leaving both ovaries). Essure was removed. At the time of the report, the medical device removal, abdominal distension, flatulence, dysuria and asthenia outcome was unknown. The reporter considered abdominal distension, asthenia, dysuria, flatulence and medical device removal to be related to essure. Amendment: the report was amended for the following reason: this is duplicate case ((B)(4)) of this case ((B)(4))all data transfer into initial case. Case will go as deletion. No new follow-up information was received from the reporter. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.